Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 7232cx implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported the patient received a high voltage shock due to noise on the right ventricular (rv) lead. A fracture and high impedance were confirmed. During the extraction procedure, the physician was unable to advance the stylet down as resistance was met around clavicle area. The physician cut the lead at the trifurcation. They again attempted to place a stylet again and still could not. The physician had attempted to unscrew the helix, however there was no resistence met during this and the lead screw mechanism would not unscrew. They attempted to place the stylet again and the cathode portion fractured, therefore that portion of the lead was removed. The portion of the lead remaining in the patient was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead was returned in segments. The distal conductor of the lead was extrinsically over-rotated and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.